Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received four shocks. Upon evaluation the first three shocks did not convert the arrythmia, however the fourth shock did convert it. It was further noted that the delivered shock impedance was high, but within range, at 124 ohms. The physician noted that the patient had undergone successful defibrillation threshold (dft) testing at implant, but due to the non conversion and patient being on amidone during the implant procedure he opted to perform dft testing again. The patient successfully converted on the first dft testing, thus no changes were made to the system. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no adverse patient effects were reported.